Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with oral cipro (dosage, frequency, and duration not reported) for the peritonitis. After twelve days of hospitalization, the patient was discharged. On an unreported date; peritoneal dialysis therapy was stopped, the patient was switched to hemodialysis therapy, and is being switched permanently to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.